Event description:
Clinic reports disconnet from a fistula. One of three disconnect events (one from catheter and another from a fistula). Clinic was retrained and no further incidences have occurred. Don indicates that more frequent checking is being performed. Also refer to pir #9900940 and 99001028. The disconnect resulted in 100cc blood loss and MDR filed due to bloodloss only. 21-57 no lot number and no sample are available.